Manufacturer narrative:
Insulin pump passed self test and displacement test. Insulin pump display properly. Insulin pump had minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damaged. Customer's blood glucose level was unknown at the time of the incident. Customer stated the insulin pump screen was very hard to read. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.